Event description:
It was reported that during a da vinci si hysterectomy procedure, one of the tips on the pk dissecting forceps instrument broke off and fell into the patient. The site was unable to locate and remove the broken piece after 3 hours of searching. The planned surgical procedure was completed with an instrument of the same type. A post operative x-ray revealed that the broken piece remains in the patient. No patient harm, adverse outcome or injury was reported. On (B)(6), 2010, intuitive surgical, inc., received a voluntary report for patient (B)(6) with the following event description: patient was in the process of having a da vinci laparoscopic hysterectomy when it was noted that the intuitive endowrist pk dissecting forcep was missing one of the forcep tips. A laparoscopic search of the abdomen and pelvis for the missing forcep tip was conducted but it could not be found. The tip was seen on the flat plate x-ray of the abdomen under the spleen. The forcep tip remains inside the patient and the patient is aware of this.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6), 2010, it was reported by the initial reporter that upon location of the broken instrument piece under x-ray, the surgeon made the decision not to remove the broken instrument piece. There was no harm, adverse outcome or injury experienced by the patient. The patient was discharged from the hospital on (B)(6) 2010 and to the best of his knowledge, the patient has not returned to the hospital due to any post operative complications. On (B)(4), 2010, the site's risk manager also confirmed that the hospital has not received any complaints from the patient regarding experiencing post operative complications. No additional information concerning the patient and the reported event were provided.

Manufacturer narrative:
As part of a legal dispute intuitive surgical, inc. (Isi) received a copy of the patient's operative (op) report for a subsequent surgical procedure. According to the information in the op report, the patient underwent a pelviscopy procedure with removal of the broken instrument piece on (B)(6) 2011. The broken instrument piece was found above the vaginal cuff and was sitting on top of the patient's rectum. Following the procedure, an additional film taken confirmed that there were no remaining instrument fragments left in the patient. The patient tolerated the procedure without complications and was transferred to the recovery room in stable condition. The patient was discharged from the hospital on (B)(6) 2011. No other information was provided. On (B)(6) 2014, isi contacted the hospital's risk management department regarding the reported event. According to the risk manager, the patient made the decision to undergo the subsequent surgical procedure to have the instrument fragment removed. The risk manager indicated that the instrument is not available for return to isi as it has now been discarded. No other information was provided.